Manufacturer narrative:
Follow-up #1: date of submission 08/29/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/08/2016 with the following findings: a review of the black box and alarm history did not indicate any alarms related to the complaint. Shortly after powering on the pump, a call service 006 alarm occurred. Additional testing could not be completed due to the alarm. The pump casing was opened and there was evidence of moisture found on the printed circuit board. Unrelated to the original complaint, investigation revealed that the bolus button was missing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump was emitting call service 006 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.